Event description:
The customer reported to baxter (B)(4) a continu-flo drug administration set that was involved in a no flow. According to the report, before attempting an infusion it was noticed that the "sets were blocked." The condition was noted prior to use. There was no patient injury or medical intervention associated with this event. This is report 1 of 3 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. A visual examination of the sample did not reveal any abnormalities. The sample was submitted for under-water pressure testing and functional testing and the results were satisfactory. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Since the condition could not be confirmed, the root cause of this condition could not be identified. If additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.